Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen would not hold a calibration, causing a misalignment in the touch points after calibration. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) completed on (B)(6) 2024, the customer confirmed that the touchscreen was successfully replaced and then the device passed a performance verification test. The device was then returned to service. The customer confirmed that the replaced faulty touchscreen was scrapped and will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.